Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "start 2021". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre 2 sensor. Customer's father reported on behalf of his son who received a reading of 7 mmol/l on the sensor scan compared to a result of 30 mmol/l obtained on an unspecified meter. Customer was not feeling good and was seen at the hospital where he was diagnosed with hyperglycemia. Customer was admitted to ICU and received insulin (dose unknown) and was under observation. There was no report of death or permanent impairment associated with this event.